Event description:
Patient has had consistent burning after urinating. Describes it as lasting 30-45 minutes after urinating. As he is urinating frequently, this is pretty much all the time. Patient's quality of life is negatively affected. Blood noted in urine, he did not have blood in his ascites prior to alfapump procedure. Doctor is concerned that bladder catheter is too long. Planning a reintervention in near future to shorten. Medical direction at sequana has been in touch to assist with decision making. Opened bladder catheter incision. Cut bladder catheter. Removed about 1cm. Placed new connector. Test cycled performed. Late drop downs found. Ultrasound found scant ascites in abdomen. Bladder catheter confirmed with contrast. Doctor given ok to close.